Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, serial# unknown, product type: lead. Information references both the main component and the other applicable components. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - lumbar radiculopathy. It was reported that the patient had back surgery on (B)(6) unrelated to the device and ever since she turned it back on, her neurostimulator ins has not worked right since she got home. Patient stated she could not change her settings like normal, and she does not feel like the implant is doing anything. Patient mentioned that the surgery was probably close to her ins for her ruptured discs and she is worried they might have hit a lead. Patient services (pss) reviewed that there is a lot to take into account after surgery, so it also could be that her body is reacting differently because of swelling and recovery. Patient stated it was at 0v when she got home, so she increased to 1.2v. It was verified that stim was on and patient verified that the ins battery was at about 50% and the patient programmer battery was 3/4 full. Pss had the patient increase or decrease amplitude and this resolved the reported issue. Patient stated they increased on group f to 5.5v where she stated she felt stimulation. Patient stated program 2 was on 3.9v so she adjusted that too and now she can feel it. Patient mentioned that a manufacturer's representative was scheduled to come to her appointment in march. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient's scs was last interrogated on (B)(6) 2018, prior to her surgery and there was no problem identified. Cause could be surgery related. No recent interventions were needed, the device was functioning. Device serial number and patient's weight information was provided. No further complications were reported/anticipated.